Manufacturer narrative:
As reported in a research article, late hypo-attenuated annular narrowing one year after transcatheter aortic valve implantation with a navitor valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: late hypo-attenuated annular narrowing one year after transcatheter aortic valve implantation with a navitor valve

Event description:
The article, "late hypo-attenuated annular narrowing one year after transcatheter aortic valve implantation with a navitor valve", was reviewed. The article presented a case study of a (B)(6) female patient with severe aortic stenosis. It was reported on an unknown date, a 23mm navitor valve was successfully implanted. It was then reported one year later on an unknown date, a multidetector computed tomography (mdct) noted a 50% reduction in the annular area with hypoattenuated annular narrowing (han) inside the navitor valve. It was also noted the navitor stent was slightly expanded. Transthoracic echocardiography revealed no increase in the mean pressure gradient (5mmhg) or para/transvalvular regurgitation over one year. The physician believes the cause of han could be due to pannus formation but no impact was observed on the hemodynamics with han despite 50% loss in annular area. [The primary and corresponding author was (B)(6)]

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: late hypo-attenuated annular narrowing one year after transcatheter aortic valve implantation with a navitor valve", was reviewed.

Manufacturer narrative:
As reported in a research article, late hypo-attenuated annular narrowing one year after transcatheter aortic valve implantation with a navitor valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. From cine review: provided images appear to show tissue interior to the stent frame of the implanted valve after 1 year. It was also unable to conclusively determine the type of tissue or cause of the observed narrowing. With annulus narrowing, it expected increased hemodynamic gradient; however, no hemodynamic impact was observed. Per the information available abbott cannot further speculate on why the reported fibrotic thickening of leaflet occurred. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: late hypo-attenuated annular narrowing one year after transcatheter aortic valve implantation with a navitor valve